Event description:
The facility representative reported a colleague infusion pump with a 531 failure code on channel b. The event was reported to have occurred during delivery in the ICU. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a 531 failure code was confirmed by baxter personnel during product evaluation. The root cause was assigned to issues with the user interface module printed circuit board. The user interface module printed circuit board was replaced to correct this condition. This is involving a pump with software version 5.04.00 which is categorized as unremediated. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. A service history review revealed that this device was previously serviced for the reported condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.